Event description:
This report pertains to two of two devices used during the same procedure. Associated manufacturer report # 3005099803-2013-09559 pertains to the other device. It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2009. According to the complainant, the patient experienced an unknown injury. According to the physician¿s office, the patient was seen on (B)(6) 2009 and complained of pain and a foul smelling discharge. The physician assessed that the wound was healing and the sling was intact. The patient returned for a monthly check-up in (B)(6) 2009. The wound continued to heal well. The patient complained of pain and incontinence. The patient was prescribed an anticholinergic drug (name and dosage of the drug are unknown). In (B)(6) 2009, the patient was seen for a post-operative check-up. The physician did not identify rectocele. The patient continued to experience incontinence. In (B)(6) 2010, the patient felt a urinary tract infection. However, a laboratory examination yielded negative results. The patient continued to experience frequency and incontinence. She was treated with a different type of anticholinergic drug (name and dosage of the drug are unknown). The patient was advised to return for a follow-up visit after four months. The patient did not comply and has not been seen since. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.